Event description:
A malfunction occurred on a pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared.